Event description:
Colon cancer diagnosed in (B)(6) 2026. Colon resection done and now on chemo. Noticed severe bloody nose a week ago, coughing. The foam in bottom under machine is broken off into the tank and hose. Have been inhaling it!!! Provider of machine has closed. Certainly feel the colon cancer is related!